Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type: software. H6: device code updated with a1107. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software pli 20 is corrected to clinical programmer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative via a healthcare provider regarding tablet serial number (B)(6). The company representative found it add that the initial tablet gave a back table prime unproved. They did not have an audit log or performance logs for the date in which this incident occurred under the synchromed ii app logs on (B)(6) 2023. The company representative has attached the photo of all the logs under the synchromed ii application and chose to pull the date closest to (B)(6) 2023.

Event description:
Information was received from a consumer (con) via company representative (rep) regarding infusion pump. It was reported that the patient read the pump at 12:26 but didn't update it until 12:45 with a back table prime. â when she did she said the bolus only ran for about 2 minutes and then when she looked at the report, it suggested the bolus started at 12:26. â the logs also confirmed the update wasn't done until ~12:45 the technical services (ts) was flagging the issue as they could not explain how a prime was completed before an update was completed. Please see the attached email with report. The result of the event was the company representative ended up doing a 2nd back table prime to complete the prime.

Manufacturer narrative:
Concomitant medical products: product ID 8880t2 lot# serial# unknown product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 8880t2, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.